Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented remotely via merlin.net transmission, high, out of range, high voltage impedance was observed on the device. Patient will be monitored with routine follow up. No further information available.